Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
.

Event description:
(B)(4): additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved with no further action planned.

Event description:
It was reported that the implantable neurostimulator (ins) was moving within the pocket, causing tenderness. This was found and reported when the patient presented for a medication refill. This issue was defined as neurostimulator migration and noted to be device related. No further actions or diagnostic results were noted, and the event is ongoing. Since the event is ongoing, the patient outcome was not determined. Further information is not available at time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The event date has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of a clinical study reported the event occurred and was reported on (B)(6) 2014 by the patient. Of note, an examination occurred (B)(6) 2014.